Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation due to the garment. The patient reported that she had eczema and the garment irritates her skin more. The patient's doctor recommended a cream that she had been using. Follow-up indicated that the irritation was still there and the patient stated that she has had the irritation because of her eczema. The patient reported that she would be getting an ICD.